Manufacturer narrative:
H3 other text : the customer has not identified a specific unit or made one available for evaluation.

Event description:
It was reported that an unspecified ambulance cot was in an ambulance accident. It was alleged that the unit came unlatched from an unspecified fastener system and that the patient expired. The customer has declined to provide further details.

Event description:
It was reported that an unspecified ambulance cot was in an ambulance accident. It was alleged that the unit came unlatched from an unspecified fastener system and that the patient expired. The customer has declined to provide further details.

Manufacturer narrative:
The device problem code has been updated to more accurately reflect the findings of the investigation.